Manufacturer narrative:
Device was not returned for analysis. Based on the information provided a conclusive cause for the reported issue and the relationship to the product, if any, cannot be determined. There is no indication of a device problem. Event date is an estimation. Further information requested but not received. It is unknown which lead migrated, therefore, both leads are being reported on.

Event description:
Related manufacturer reference number: 1627487-2019-13874. It was reported that the patient lost therapy. Reportedly, one of the patient's leads migrated. As a result, the patient's leads were explanted and replaced on (B)(6) 2019. During the procedure, the physician cut one of the patient's leads (related manufacturer reference number: 1627487-2019-13876). Therapy was restored following the procedure.